Event description:
In 2005, this patient was implanted with gore excluder aaa endoprostheses. A reintervention was performed in early 2008 whereby an aortic extender component was implanted. Further investigation is pending.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.